Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead coil required a high defibrillation threshold (dft) and the was unable to defibrillate at 25 joules. The physician elected to replace this lead with a dual coil rv lead. No patient complications have been reported as a result of this event.